Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause anticipated procedural complication. (B)(4). Product unavailable for analysis.

Event description:
(B)(4). Same case as 2134265-2009-05805 and 2134265-2009-05807. The patient was enrolled in (B)(6) 2007. The target lesion was a type ii lesion identified in the left carotid artery. Target vessel diameter was 5 mm and the length was 20 mm with 99% stenosis measured by nascet. Thrombus, dissection and pseudo-aneurysm were not observed. Ulceration was present. The target vessel was moderated tortuous with 1+ calcium present. Carotid wallstent monorail stent with 9 mm diameter and 30 mm length was implanted. Filterwire ex used for cerebral protection. Pta was performed using boston gazelle balloon dilatation catheter. Heart rhythm stimulant and atropine 0.3 ui was administered during the procedure. Patient experienced bradycardia during the procedure, medical therapy was initiated and the event resolved with no residual effects. The procedure was documented as successful and estimated residual stenosis was 0-29%. Patient was asymptomatic with no complications <24 hours post procedure. One month follow up visit in (B)(6) 2007 documented carotid stent patent with 0% residual stenosis. Patient presented as asymptomatic with no complications or adverse events since last visit. 6 month or 12 month follow up assessment was not documented.